Event description:
The complaint is reported as: the nebulizer failed to work during use on a pt. Complaint indicates that when the nebulizer was connected to the pt, it was observed not to be actually nebulizing and the latex tubing became disconnected from the equipment. The device was changed and the unit worked perfectly. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.